Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver was continuously shutting down. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A review of the downloaded data log observed a "shutdown receiver" message continuously. A battery discharge test was performed and the test failed. The reported event that the receiver was continuously shutting down was confirmed. The root cause was determined to be a defective battery.